Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: yes, return date: 26-mar-2025 h3: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited significant resistance when maneuvering /advancing the delivery system. Multiple deployments were required to obtain suitable electrical measurements. The pull and hold tether test was performed with acceptable tine engagement. Electrical measurements were re-measured and showed similar values to that prior to pull and hold tether test. The tether was then cut and removed. Electrical measurements were retaken post tether cut and device showed similar sensing and impedance values though was not capturing at high output. A micro-dislodgement was suspected. The distal end of the delivery system appeared kinked externally. The leadless ipg was retrieved, not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The lumen of the delivery system was torn. The delivery system stability member was kinked/buckled. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. There were no kinks observed on the inner shaft and outer shaft of the delivery system. The stability member was kink/buckled at the distal end of the delivery system handle. The tether could not be analyzed as it was not returned with the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.